Event description:
Pt for diagnostic hysteroscopy with endometrial biopsy and thermal ablation. Diagnostic hysteroscopy and biopsy performed. During ablation, physician was unable to get the temp to rise on the thermal ablation unit. Umbilical cord changed, balloon was drained; the unit was re-primed and then placed back in again to approximately 10 cm extracted back to 9 cm. Unit again related a low pressure. At this time, it was opted to deflate the balloon and extract it out and get a whole new thermachoice unit, so at this point on the third attempt with a new umbilical line and a new thermachoice unit, and the balloon primed again placed into the uterus and the same thing happened and the machine started to chime that the temp was low. The pressure was approximately 170 to 175. Physician stated he felt the problem was with the thermachoice machine itself, therefore, the ablation procedure was aborted due to no other thermachoice machine. Johnson and johnson rep notified.